Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/66 years old. Of note, multiple patients/multiple manufacturers/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers/manufacturer/method. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during an ablation procedure using a cryoballoon ablation catheter system. Two patients developed a cardiac tamponade, both which were managed with percutaneous drainage. Six patients developed a pericardial effusion. Nine patients experienced phrenic nerve palsy (pnp), all but one patient recovered by the 12 month follow up. 12 patients experienced puncture-related groin hematoma, two of whom required surgical or subcutaneous intervention for complicated aneurysm. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The status/location of the cryoballoon and mapping catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.